Manufacturer narrative:
Ous MDR - the lead's characteristics were tested during analysis. The analysis showed traces of abrasion in the distal portion of the lead, however, these do not compromise the lead's electrical insulation. An abrasion on the insulation presupposes extreme mechanical stress on the lead over a longer period of time. The position and the characteristics of the abrasion presuppose abrasion between the selox st and a partner lead. The cuts in the insulation probably stem from the explantation process. No mfg or material defects could be detected. In particular, no deviations from the electrical specifications could be found.

Event description:
Ous MDR - a "loss of capture" was reported and the device was explanted. Date of implantation and/or explantation were not reported. No worsening of the pt's state of health was reported.